Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was 1400 mg/dl on 28th. Customer current blood sugar reading was unknown. Customer was rush to hospital and was in diabetic ketoacidosis and need a replacement transmitter. Attempted to contact customer regarding concern but received no answer. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.